Event description:
Info received indicates the beds scale is inaccurate and cannot be zeroed.

Manufacturer narrative:
The hill-rom technician replaced the scales membrane overlay switch to repair the bed.